Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked with stripped threads. Evidence of moisture ingress was also found in the battery compartment. The returned battery cap threads were also stripped, and the cap did not secure properly to the pump; a power loss was duplicated. A test cap secured properly to the pump and was used to exercise the pump for 24 hours with no power loss. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment threads were stripped, and the battery cap did not attach properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.